Event description:
A male pt underwent aaa repair in 2009. The pt's anatomical form was suitable for endovascular repair. The procedure was conducted as labeled other than releasing the suprarenal stent before contralateral wire guide cannulation. When the physician was ballooning the distal site of the ipsilateral iliac leg with another manufacturer's balloon catheter, the right common iliac artery ruptured. The physician occluded the proximal site with a contralateral approach to stop the blood flow temporarily. At that time a catheter was left in the right common iliac artery, an additional device was placed from the right common iliac through the right external iliac artery in order to cover the rupture site. Then the physician coil embolized the right internal iliac artery with the catheter, which had been left in the right common iliac artery, in order to prevent back flow. The pt has recovered.

Manufacturer narrative:
The zenith line of aaa products has successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Instructions for use (IFU) are shipped with each device listing the indications for use, warnings and precautions, contraindications, and the proper deployment sequence. The physician's commented that: "it is considered that the rupture occurred because calcification of the right common iliac artery cracked at the time of ballooning." Another manufacturer's catheter was being used when the artery ruptured. If additional information is received regarding this event, and a failure mode can be identified with the zenith device, this investigation will be re-opened and the report modified. However, at this time, the appropriate individuals have been notified and we will continue to monitor for similar events.